Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: " the extension line/catheter was stuck, the doctor immediately removed the extension line/catheter and the new device was replaced". There was no reported patient harm or consequence. Associated complaints: 3006425876-2024-00416 and 3006425876-2024-00417

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: " the extension line/catheter was stuck, the doctor immediately removed the extension line/catheter and the new device was replaced". There was no reported patient harm or consequence.